Event description:
During revision surgery of competitor's parts, spin-out was observed in trial rp insert. Spin-out could not be corrected, so mbt components were removed and fixed-bearing components were implanted. The surgery was delayed approx 1.5 hours.

Manufacturer narrative:
No product was returned for eval. Although the exact root cause could not be determined, info provided in the initial report suggests that the implant type/size chosen initially did not achieve the desired results. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.